Event description:
It was reported that the 2 days post implant the patient presented with heart failure due to loss of capture. The pulse generator had been programmed to 5.0 v and the capture threshold was less than 1.0 v. The device was replaced.

Manufacturer narrative:
Final analysis found that the device functioned appropriately at normal operating temperatures.